Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor triggered the threshold suspend. Customer's sensor glucose was 60 mg/dl and blood glucose was 105 mg/dl at time of call. During troubleshooting, customer mentioned there was blood at site. After troubleshooting, customer was advised to monitor the sensor. Customer will not be returning the sensor for analysis.